Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the pump screen indicated the keypad was locked when the user did not activate the lock keypad option. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/26/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The keypad was removed and there was no contamination or physical damage found to the button contacts. The pump was opened and the keypad flex was found to be fully seated in connector. There was no evidence of moisture found inside the pump. The complaint of the under responsive ok keypad button was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, faded, and discolored. Also unrelated to the complaint, investigation revealed multiple cracks in the battery compartment. The pump case was cracked near the top right corner of the display lens at the case seal.